Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "l3-l5 plif. L4 screw head pulled off from top of threads. The head remained in place with blocker in tact. The head just simply pulled apart."